Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the first drain cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical services representative (tsr) assisted the caregiver in clearing the alarm and advised the caregiver to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.